Event description:
Patient reported they went to the dentist and the issues they had previously with their teeth are still currently not resolved and they now are quoted an extra (B)(6) to fix issues that these aligners have now caused. Rather than their teeth being positioned in a lock and key position, they are sitting on top of one another and therefor rubbing and grinding down when they eat causing their back teeth to flatten out. Although their teeth are straight, the actual bite correlation is completely wrong. The front tooth on the right that they had a main issue about has also become significantly shorter than the rest of their teeth because as it his been brought forward, it has also moved up into their gum which makes the tooth appear smaller. All of this information has come from a dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.